Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. (B)(4).

Event description:
The surgeon sees little black particles when he uses the pip 20 proximal broach ((B)(4)) - the testing conducted and visual examination concludes the particulate is of the same composition as the base material for the broach bit. The particulate may have been from a burr on the bit or generated from the minute deformation that was present at the tip of the bit. The broach has been removed and replaced. Additionally an awl was returned from this set. The handle of the awl exhibited sharp edges from past surgical contact and was removed and replaced.